Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level. The customer stated bg levels were possibly above 30- above 40 mg/dl. The customer consumed glucose tablets to stabilize bg level. The customer stated low bg was due to being active and trying to change pump settings on their own. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.